Manufacturer narrative:
The peritonitis occurred on an unspecified date in mid-autumn festival, 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to fungal infection. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of the report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn during treatment. No additional information is available.